Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the impactor fractured. No harm or impact to the patient was reported. Attempts have been made and no additional information on the reported event is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 - UDI the following sections were updated: b4, b5, g3, g6, h2, h10 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection shows that the instrument was returned with a fractured tip. Item and lot numbers are confirmed to match the complaint. The instrument shows signs of dings and damage over most of the instrument. The features of the fracture surface visually show a bending overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.